Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that a medical practice onetouch verio plus meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter declined to give details about the patient or the specific inaccuracy allegation, except that a reading of "96 mg/dl" was obtained from the subject meter compared to a reading of "74 mg/dl" obtained from a lab device. The time difference between the two readings was not provided; however, if the readings had been taken within 30 minutes of each other then based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. It is not known how the patient manages their diabetes or if any action was taken in response to the alleged inaccuracy. The reporter stated that the patient developed symptoms (details not provided) and was subsequently advised to visit ER/hospital for treatment (details not provided) as a result of the alleged inaccuracy. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the reporter did not have test strips available. The reporter declined to have replacement products sent. Based on the information provided, this complaint is being reported due to the following conclusions: the reporter stated that the patient developed symptoms which required treatment at ER/hospital as a result of the alleged inaccuracy. The product issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (01/29/2015). The patient¿s test strips have been returned on 1/15/2015 and evaluated by lifescan product analysis on 1/15/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.